Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported, incompatible scope error (e315). In speaking with the customer, it was suggested, that to try a different scope of same model gif-h190-evis exera iii, gastrointestinal videoscope was used and then incompatible scope error (e315) returned. It was powered down, disconnected and reseated with maj-1933 (digital light source cable) and maj-1941 (light source cable) again e315 returned. Later on, it was swapped in a different light source the error returned went back to original light source and swapped in a different processor again error e315 returned. After swapping out different components, including processor, light source, scopes and ultimately through process of elimination. It was determined, that maj-1933 was the problem. Maj-1933 was replaced. And issue resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had an incompatible scope error (e315). There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.